Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached. There was unknown patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 5-nov-2024. H3: one device was received for evaluation. No previous service history of device in the past 12 months. The event history log review found many ¿cassette not attached alarms.¿ the root cause of the issue was debris on the downstream occlusion (dso) sensor that caused the intermittent cassette not attached alarms. The dso sensor assembly was replaced to resolve the reported issue.